Event description:
It was reported that pump experienced malfunction with code 16 and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed pump was part of field correction, assisted caller with resetting pump using resettable malfunction code, confirmed malfunction did not recur, and advised customer to continue using pump and call back if issue returned, which caller acknowledged and understood.